Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of bilateral pars defect with facet arthropathy, l4-5 and degenerative disc, l5-s1. The patient underwent following procedures -1. Complete laminectomy l5; l4-5 <(>&<)> l5-1 tlif with peek cage bmp and autograft. Posterolateral fusion l4-5 <(>&<)> l5-1 with autograft for posterior spinal instrumentation, segmental, with ti legacy system. Per the medical records, the patient was taken to ot. The incision was made from l3 to sacrum. Interpeduncular screw fixation was then obtained with a window being made along the inferior portion of the superior facet of the level being instrumented. The 40mm screw was used in sacrum and 50 mm in l4, l5. With screws in place, temporary rod was placed on right side at l5-1. Left side was then done in similar way. Disc was entered with 15mm blade; disc material was removed with ronguers, shavers, curets, down to bony end plates. Trial was then used with intervertebral cage. Decortication on anterior portion was performed with osteotomes, bone graft was packed anteriorly, then pledget bmp was placed. Peek cage with bmp was then centrally placed. Distraction was released at 5-1 area. Temporary rod was then moved to 4-5 as well as tlif distractor at 4-5. The disc was entered. End plate was prepped with osteotome. Autogenous bone graft was packed anteriorly, then pledget bmp in cage with bmp centrally. Distraction was then released. Permanent rods were put in place with compression applied on left side and then right side, locking the cage in place.